Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, that a patient presented with grade 5 tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. A triclip xtw placed anterioseptal (a/s), approximately 2 minutes after deployment a single leaflet detachment (slda) occurred and the clip was no longer attached to the septal leaflet. Then a second and third triclip xtw¿s were placed on the centrally on the a/s and centrally on the posterior/septal (p/s) leaflets and the procedure was discontinued. The final tr was grade 1-2. No adverse patient effects or clinically significant delays were reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. A cause for the reported poor imaging could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.